Manufacturer narrative:
Qn#: (B)(4).

Event description:
Complaint was received via the berman & wedge survey negative responses. It was reported that once the catheter was in position, there were no pressure reading/waveforms acquired from the desired location.

Manufacturer narrative:
(B)(4). No part has returned to teleflex chelmsford for investigation. The complaint was received from a customer survey. The reported complaint of "no pressure reading/waveforms" is not able to be confirmed. The root cause of the complaint is undetermined. The complaint was received from a customer survey and the specific material/lot number was not reported. A lot number history for this account was not retrieved. If lot number information is available at a later date, the complaint will be updated accordingly. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
Complaint was received via the berman & wedge survey negative responses. It was reported that once the catheter was in position, there were no pressure reading/waveforms acquired from the desired location.